Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that during stage 1 surgery, the surgeon placed the clip into the burr hole device ring, and it clicked into place. The surgeon then closed the door around the lead, which also clicked into place, and confirmed that the door was secure. After marking the lead and removing the stylet, the surgeon realized that the clip had popped out of the base ring, even though the door remained closed. The surgeon attempted to click it back into place and had someone hold it there while securing the lead with a dog bone. The representative asked if the surgeon wanted a new burr hole device to replace the clip, but the surgeon declined and preferred to secure it with a dog bone. No environmental, external, or patient factors may have led to or contributed to the issue. The issue was resolved at the time of this report, and the healthcare professional had no further information about this event.